Event description:
It was reported that during a rotator cuff repair procedure using a super turbovac 90 icw wand, the pt sustained a second degrees burn on the arm, after fluid leaked from the disconnected suction tube. The burn was treated, however, specific details of treatment were not provided. There have been no further pt complications reported as a result of this event.